Event description:
Medtronic received information that approximately two years and four months after the implant of this bioprosthetic valve, the valve was explanted due to calcification and cuspal stiffening resulting in aortic stenosis. The valve was explanted and replaced with another manufacture's valve. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, all existing leaflets were stiff due to host tissue on the inflow and outflow. Large tears through the free margin and lunula of both the non-coronary and left cusps, resulting with the removal of tissue, appeared to have occurred during explant. Glistening off-white pannus lined the left and right cusps along the inflow margin of attachment, into the left right and right non-coronary inferior coaptive areas, and 1 to 4 mm onto the left and right cusps, resulting with a reduction in the inflow orifice area. Mineralization was observed in the pannus adjacent to the right cusp. An unknown amount of pannus appeared to have been removed on the inflow during explant. Tan thrombotic host tissue filled and stiffened the existing left and right cusps on the outflow. Tan thrombotic host tissue appeared to have filled the outflow of the non-coronary cusp but partially removed during explant. Radiography showed evidence of mineralization in the host tissue along the right cusp. Conclusion: reduced performance of the valve is attributed to thrombus and host tissue overgrowth. These findings are generally considered a patient related conduit